Manufacturer narrative:
An archive of the tracer registration pattern was analyzed. The tracer pattern is not correct for a successful tracer registration, as data points are collected under the eyes on soft tissue which can impact navigation accuracy. Software is functioning as designed.

Event description:
A medtronic representative reported that, while in a shunt procedure, the surgeon alleged an inaccuracy. No specific direction or measurements were provided. The surgeons made a burr hole approximately 4mm. Cerebrospinal fluid (cfs) fluid did not flow out of the catheter until the instrument appeared deeper within the ventrical on the navigated exam. The surgeon deemed being accurate when checking the tracer registration using anatomical landmarks on the patient's face. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that they have had a couple meetings with the surgeon to address proper registration techniques. The rep setup a demo model head at the site, had a CT scan of the model taken, and then performed a comprehensive system check out in the presence of the surgeon. The system checked out and was fully functional. There have been no further issues.

Manufacturer narrative:
Patient information was not made available from the site. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been returned to manufacturer for analysis.